Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneous high ise (ion selective electrodes) patient results and intermittently failed ise quality control (qc).there was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and as troubleshooting measure replaced multiple parts such as buffer syringe, reference electrode and reference valve. However, issue was not resolved. The fse upon further troubleshooting replaced the ise (ion selective electrode) buffer which resolved the issue. The fse determined the primary cause of the failure mode was due to a faulty ise buffer valve. No further issues noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer telephone phone number was not provided. Beckman coulter internal identifier is (B)(6).